Event description:
It was reported that two stents were fractured, and the lesion had re-occluded. Reportedly, two 7x170 stents were implanted to treat a chronic total occlusion in the pt's left leg. The two stents were deployed in an overlapping fashion and were post-dilated. The procedure was successful and the flow was restored. The following day, the pt presented to the ER. Imaging identified that the lesion was re-occluded and there were multiple type I stent fractures on both of the stents. Angio jet, angioplasty and additional stent placement was performed, and the flow was restored. There was no report of injury to the pt.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The stents remain implanted; therefore, not available for evaluation. The event investigation is currently underway. Please note that this event involves two devices with the same product malfunction, same device info and used in the same pt.